Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed a visual inspection and found the sensor cannula was retracted inside of the sensor base also, found no broken cannula during our analysis the sensor was whole; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had a missing electrode upon removal. The customer's blood glucose was 6.2 mmol/l at the time of incident. The customer stated that the transmitter was not blinking when it was connected to the sensor. The sensor will be returned for analysis.